Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a suction break occurred during lasik flap procedure. Additional information requested.

Manufacturer narrative:
The initial reporter is no longer available at this facility. Attempts have been made to obtain additional information related to this reported event with others; however, no additional information has been received. The root cause could not be identified conclusively. (B)(4).

Event description:
The initial reporter is no longer available at this facility. Attempts have been made to obtain additional information related to this reported event with others; however, no additional information has been received.